Event description:
It was reported to boston scientific corp in 2007, that during an endoscopic retrograde cholangiopancreatography using an autotome on a female pt, the "cut wire on the autotome snapped after the sphincterotomy while the endo tech was trying to bow [it]". The physician completed the procedure with this device. The pt's condition was reported as "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, a product evaluation, and a complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.